Event description:
The customer reported that the system intermittently locks up. This occurred during a procedure but no patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system and could not duplicate the symptoms. He ran a system diagnostics test, pulled error logs and found many unrelated errors in the log. He reset the cmos, reformatted the drive, reloaded version-12 software and noted the interconnect cable receptacle was worn. He recommended replacing the interconnect cable since it was sometimes hard to insert. The system operates as intended.